Event description:
It was reported that the pace maker exhibited backup vvi operation while still in the box. The device was not used.

Manufacturer narrative:
Analysis was normal. No anomalies were found.